Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump for spinal pain,043:failed back surgery syndrome it was reported that the reason for call was to confirm bridge bolus numbers follow pump exchange. Caller stated that new pump was put in today and drug was changed so there is different drug in the catheter versus what is in the pump. Caller stated that she was told today that at patient's most recent refill prior to the pump replacement there was a pocket fill and the patient ended up in the hospital. Patient had no further details on the event at the time of the call. The caller was not with the patient. No symptoms reported.